Event description:
It was reported that during a da vinci s surgical procedure the scissors of the mega suturecute needle driver instrument broke. There was no harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. One grip cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. The instrument has 5 uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.